Manufacturer narrative:
(B)(4). Device evaluated by MFR: as received, the specimen consists of one-1 each clinically exposed, damaged .035in., 260cm, j3 b/10 device; returned coiled, loose, double-bagged within ¿zip-lock¿ style poly pouches. No other original packaging or other devices involved in the reported event is included. The specimen is stretched to an overall length. The specimen presents indications of a ductile, tensile overload fracture of the core wire proximal of the distal tip weld joint with the core wire protruding through the coil wraps from the distal tip exposing the proximal aspect of the core wire fracture. The j-form appears relaxed due to the core wire and stretched coil wrap damage. The specimen also presents an offset coil condition from the distal tip. Upon receipt of permission to dissect the specimen, the coils over the distal were stretched sufficiently to permit the distal aspect of the core wire fracture to protrude through the coil wraps from the distal tip. The exposed distal aspect of the core fracture presents a bend over the distal of the fracture. The fracture is located at the distal transition from the flattened region of the core to the round grind end. No other damage or inconsistencies are noted to the specimen at this time. Dried blood-like material is present on and between the coil wraps scattered throughout the length of the specimen, and on both welds. All joints appear to be correct and intact by visual examination and by non-destructive testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013.   It was reported that during an unspecified treatment procedure, distal tip damaged occurred. The target lesion was located in an unspecified vessel. The .035 in, 260cm, j3 b10 schneider guide wire was advance to the lesion. An issue at the level of the j tip was found. No patient complications were reported and the patient¿s status is stable. However, device analysis revealed guide wire fracture.